Event description:
Minimed 508 insulin pump gets a static electrical discharge while pt is sleeping and totally loses its memory. Pt must wake up and reset all insulin rates or no insulin is delivered. Pt keeps it in the special case, as minimed advised and also put a dryer sheet in the case to keep this from happening, but this has happened twice in six weeks with two different pumps. This problem also happened 16 days earlier when pump use started a month prior to that. Minimed replaced the pump with a new one, and now the same thing happens with the new one.